Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing unexplainable elevated blood glucose of approximately 400 mg/dl on (B) (6) 2010. The pt bolused through the infusion device with little success. The pt changed the infusion set and insulin cartridge and blood glucose values would decrease. On (B) (6) 2009, she experienced low blood glucose of 26 mg/dl and she lost consciousness. Her husband injected glucagon to elevate her readings. On (B) (6) 2010, she found insulin in the cartridge compartment of the infusion device. Her normal blood glucose level is 120 mg/dl. No further info is available. The infusion device was requested to be returned for evaluation.